Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Post procedural complication is a known event of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that there was complication and the patient had bleeding in abdomen. The following day, the patient had elevated c-reactive protein (crp) and unspecified abscess was suspected but was not confirmed. Additional information received indicated that there was still bleeding and infection. The hospitalization was prolonged due to bleeding. The reporter stated that the event was related to surgery and not the device. The report indicated that intervention was done and the patient was treated with unknown antibiotic medication. The patient has history of bleeding during previous surgeries including removal of bleeding polyp. The patient continued duopa therapy. Though requested, additional clarification was not provided.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. After the peg-j tube placement on (B)(6)2020, the patient was hospitalized about a month because of complications in conjunction to the procedure. Heavy bleeding had occurred in the abdominal cavity with subsequent hematoma formation in the surgical area. Furthermore, the patient said that she had developed pulmonary embolism postoperatively, and was placed on anticoagulant treatment.